Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of snare intermittently to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was to be used during an unknown procedure performed on (B)(6) 2025. During the procedure, while scoping the patient and preparing to snare a polyp, the patient was set up for cautery. The grounding pad was placed on the lower left side of the patient's back, and the machine's indicator light was green, signaling readiness. However, as soon as the pedal was pressed to initiate polyp removal, the patient suddenly jumped and reported feeling a shock. The snare was discarded and a new snare from the same lot was used to complete the procedure. There were no patient complications as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.